Event description:
A report was received that the patient developed a new pain in her calf after a permanent implant. X-ray showed that the lead was in good position but that the tip of the lead had been more anterior. The physician believed that the placement of the lead was the cause. The patient underwent a lead revision wherein the physician pulled the lead down. The patient was doing well following the procedure and the pain was resolved.